Event description:
The pt reportedly experienced intermittencies and overly loud stimulation. External equipment was exchanged; however, this did not resolve the issue. Testing of the device is scheduled.